Manufacturer narrative:
The initial elecsys cea assay (cea) result of <0.200 ng/ml had a data flag present.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low result for 1 patient tested for elecsys cea assay (cea) on a modular e module (evo) analyzer. The initial cea result was <0.200 ng/ml. The initial result was released outside of the laboratory but was questioned. The same sample had repeat testing performed on (B)(6) 2017 and a cea result of 25.14 ng/ml. The repeat result was deemed to be correct. The patient was not adversely affected. The cea reagent lot was 218910 with an expiration date of 30-jun-2018. Further investigation showed no indications to an assay related issue. The exact root cause could not be determined. Calibration and quality control data were acceptable. Other possible causes could be bubbles or foam on sample surface, bubbles or foam on reagent surface, tilted tubes in combination of wet tube walls, or insufficient preanalytic handling.